Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. The same day as event onset, the patient was hospitalized. The patient was treated with vancomycin (1gram, intraperitoneal, ongoing, frequency was not reported), amikacin injection (500mg start dose followed by 100mg, once a day, intraperitoneal, ongoing) and imipenem injection (1gram, intraperitoneal, ongoing, frequency was not reported) for peritonitis. On the same day as hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.